Event description:
It was reported that the insulin pump showed that the customer had blood glucose levels of 288mg/dl but the customer had blood glucose levels of 52mg/dl. The customer mentioned that they did not hear any alarm beeps or vibration. Customer stated that their insulin pump was exposed to a cat scan. The customer was advised that the device would be replaced and agreed to return the product for analysis.troubleshooting occurred.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.